Event description:
It was reported to the clinical engineering department by a physician, that the epg (external pulse generator) is dim, and the knobs are hard to turn. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the keyboard window was contaminated and the control knobs were contaminated. It was also noted that the display was missing segments and bleeding, the upper and lower case halves were broken, both bail covers were broken, the ring cover, battery drawer and heart block were contaminated, the lead flex cover was broken and contaminated, the battery contacts were compressed, the ring was bent, the serial number label was torn and the main printed circuit board (pcb) and heart lead flex were corroded.